Event description:
It was reported that the procedure was to implant an implantable cardioverter defibrillator (ICD). During preparation on the table, while loading the wire into the ICD lead, the tech handed the lead to the physician when he realized the tip of a whisper guide wire was separated. A piece of the polymer jacket on the guide wire had separated and extended out the distal end of the lead. The guide wire tip and the polymer coating was removed from the lead. Another guide wire was successfully used with the lead to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. Additionally, it should be noted the hi torque guide wire instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.